Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 1, 2007 at 6:31am (pst), the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate high readings. On the same day, the patient stated, that the meter has been reading inaccurately high since last week. The patient was feeling nervous and sweaty on the day she called lfs. The patient administered self-treatment by taking oral glucose based on the symptoms that can be suggestive of hypoglycemia. The patient proceeded to test his blood glucose and obtained a reading of "189 mg/dl." The patient also took his blood glucose at an unspecified date and time obtaining a reading of "132 mg/dl." It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, time and date of symptoms, food intake, date and time of 189 mg/dl and 132 mg/dl. During troubleshooting, the patient verified that the unit of measurement was correct set to mg/dl, the testing technique was correct, and the punctured area was cleaned appropriately. This complaint is being reported because the patient alleged he developed symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.